Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they have increased their intensity within group b programs 2, 3, and 4 from 1.0 to 2.0 and the next day their intensity will be at 1.4. Patient noted this has occurred the last 3 times that they have adjusted their therapy (confirmed march). Patient stated they feel like they are doing something wrong or the equipment is not working. Patient confirmed they are typically on group b and have not changed groups recently; patient was not familiar with adaptive stim. Patient added when they go to bed they feel tingling in their back. Agent reviewed information and the patient was redirected to their medtronic rep and healthcare provider to further address.